Event description:
I got a false positive from an (B)(6) test. While they already have an unacceptably high rate of false positive (seriously, 37-75%? This shouldn't even be authorized, but whatever, that's up the FDA), I believe my tests were also affected by some defect. But (B)(6) has stated that it wasn't affected by their voluntary recall. While I would love to get back the money their terrible tests cost me ((B)(6) on the tests themselves, then (B)(6) on laboratory tests to confirm the positive results were false), I don't expect to ever get back my money, time, or peace of mind. But the defects with (B)(6) are wider spread than their voluntary recall, so you should know that. FDA safety report ID# (B)(4).